Manufacturer narrative:
After further review MFR#2916837-2020-00329 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsymphony¿ biohazard leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter, translated from italian to english: needle dripping with open arm. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes, it falls on the counter, leakage from the needle. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Sample and flow( they noted this during the acquisition). 5. What is the source of leak -- waste line or non-waste line? Non waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facsymphony" biohazard leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter, translated from (B)(6) to english: needle dripping with open arm. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes, it falls on the counter, leakage from the needle was there spray of fluid under pressure? No. What was the fluid that leaked? Sample and flow( they noted this during the acquisition) what is the source of leak -- waste line or non-waste line? Non waste line. Was the customer exposed to blood or bodily fluids?no. Was there any physical harm to the customer as a result of the leak?no.